Manufacturer narrative:
Updated fields - b4, d1, d4 expiry date and UDI number, d9, e1, event site telephone, g3, g4, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: d4 lot number, catalog and version number, d7a, e1 due to character limitations in e1(initial reporter) - (B)(6). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported that an attempt was made to insert the balloon catheter intra-aortic balloon (iab) using the standard procedure, but the balloon could not pass through the original sheath, so the insertion was abandoned. Iabp therapy was successfully initiated using a new trp3546 catheter instead. The original catheter was discarded due to infection and could not be recovered. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.